Event description:
The product was used during a thoracoscopic procedure. Reportedly, the staples did not form properly. The surgeon removed the staples to complete the procedure. The hosp has reported no pt injury occurred.